Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) : no code available (secondary surgery, lens explant, lens repositioning) lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.6mm vich 11.6 implantable collamer lens, +7.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault and lens rotation. Lens repositioning and mild corneal edema is also reported. The cause is listed as device.